Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 300 mg/dl. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device powered up properly after the test battery was installed. Device was programmed and monitored for two days. No blank display noted. Device had minor scratched display window, cracked belt clip slot and cracked reservoir tube lip.